Event description:
A patient was admitted to ICU for sepsis, anasarca, and in respiratory failure, on 15l/min of oxygen (o2). Intraosseous (io) was inserted due to limited IV access, in the right humeral head site for administration of levophed. Intensive care unit (ICU) registered nurse (rn) noticed leaking around the needle entry site, and loose at the hub. When the staff attempted to remove the io catheter, the embedded needle broke off. Central line was placed emergently.